Event description:
Hcp reported the patient presented with symptoms of an infection including pain, redness, swelling, drainage, and incisional wound opening of the device pocket. A culture of the device pocket was positive for mrsa. Patient did not have meningitis. Patient was treated with both IV and oral antibiotics via a PICC line and total device system explant. Patient also received perioperative vancomycin 1 gm. The infection resolved and there was no drug withdrawal. The patient had risk factors of corticosteroid use and debilitated status. Patient was on coumadin, weaned from that and on lovenox. Patient developed a post-operative hematoma and required hospitalization for evacuation of that.